Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the teacher of the equipment department reported that the product was found to have foreign objects in the extension tube during the use of the through tube.

Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the teacher of the equipment department reported that the product was found to have foreign objects in the extension tube during the use of the through tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2023 h6: investigation summary the customer returned 1 photo and 1 actual sample, the sample gauge is 24g, non-pvc extension tubing, there is a black foreign matter fixed inside the extension tubing, the foreign matter is about 2mm². The black foreign matter in the defect sample is a fixed particle inside the extension tubing, which is not located in the fluid pathway and does not affect the use of the indwelling needle. The foreign matter comes from the manufacturing process of the extension tubing, and it appears for the first time. DHR is not performed as the lot number is "unknown" for this complaint.